Event description:
The pt experienced a shocking sensation. There was no known accident of incident related to this complaint. The pt was at home at the time of the incident. On/off options were discussed with her until the implantable neurostimulator could be checked. Additional info has been requested. A f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).